Manufacturer narrative:
Concomitant medical products: 693558 lead; implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited oversensing-noise that was determined to be from an exte rnal source that the patient had an interaction with. There was no evidence of a product failure and the physician was prompted to work with the patient to idetify the external source. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.